Manufacturer narrative:
(B)(4): physio-control examined the customer's device and verified the reported failure. Physio then replaced the power supply assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Manufacturer narrative:
Physio-control further examined the removed power supply assembly and determined that the cause of the reported failure was two electrically leaky filters, designators fl4 and fl10, due to solder flux residue on the power pcb assembly.

Event description:
The customer contacted physio-control to report that their device would no longer power up in ac or dc mode. There was no patient use associated with the reported event.